Manufacturer narrative:
Gbo complaint no: (B)(4). Received 454247 one loose unused tube of each batch: b15063qj, b1509383, b15123fc, b160135w for evaluation. We have no further complaints on the material/batches. A check of quality records shows no deviations related to reported events. Samples were tested and tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive content was found to be within specification in all tested samples. Samples were checked for potassium content and none could be detected. No deviations could be observed on the samples. The complaint cannot be confirmed.

Event description:
Customer states that between (B)(6) 2016 - (B)(6) 2016 they had five different patients with erroneous results (critically high potassium and critically low calicium) which is characteristic of edta contamination. The employees involved indicated that they did not pour off from an edta tube to the lithium heparin tube and that the correct order of draw was followed. The specimens were collected by either sbc or straight needle and came from different locations and from different employees.